Event description:
The customer alleged that the oxygen supply tube on the dmr2 disposable manual resuscitator had pulled free on several occassions. The report states that on some of the occasions the dmr2 was in use on a pt. The customer could not provide an exact number of occurrences. There were no reports of any pt harm or injury. The customer had discarded the alleged malfunctioning devices. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.